Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the stopper was cocked in 1 tube causing underfill and the cover to fall off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two (2) photos and one (1) video for investigation. A visual examination of the photos and video revealed defective stopper molding, indicating that the stopper is defective. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the stopper was cocked in 1 tube causing underfill and the cover to fall off. No adverse impact was reported regarding the patient or user.